Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, 3 openings assessed, as surgical damage. Anxiety-product/procedure: unable to observe, as it is not related to the device. Capsular contracture: unable to observe, as it is not related to the device. No other observations observed. No further actions are required, as no manufacturing issues are observed.

Event description:
Healthcare professional reported, a left side capsular contracture, baker grade iii. And implant exchange, due to the patient's concern with the product. Healthcare professional, later reported, "rupture. Discovered during surgery". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported a left side capsular contracture, baker grade iii, and implant exchange due to the patient's concern with the product. Device remains implanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 19/mar/2024.

Event description:
Healthcare professional reported a left side capsular contracture, baker grade iii, and implant exchange due to the patient's concern with the product. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b5, b6, h6.

Event description:
Healthcare professional reported a left side capsular contracture, baker grade iii, and implant exchange due to the patient's concern with the product. Device has been explanted and replaced.

Event description:
Healthcare professional, later reported, "rupture. Discovered, during surgery". Device has been explanted.